Event description:
It was reported that the tubing was "put together incorrectly". The tubing port was upside down. There was no patient involvement and no patient harm, however; there is a ¿high risk of blood loss and high risk of infection¿.

Manufacturer narrative:
The customer¿s report that the tubing port was upside down was confirmed as received. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed that the proximal smartsite was misassembled with an incorrect orientation "upside down." No functional testing was deemed necessary due to the misassembled set. The root cause of the misassembly of the set is due to operator error that occurred during the manufacturing process.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing was put together incorrectly. There was no patient involvement and no patient harm, but there is a ¿high risk of blood loss and high risk of infection.¿